Event description:
The prod was a kendrick other device for extrication - k.o.d.e.-. The prod is a spinal immobilization device. One of the wooden slats that makes up the device broke after it was applied to the pt, and while removing the pt from the vehicle. The device is made up of multiple wooden slats, therefore, there was no injury to the pt as a result of the failure of the equipment. The equipment was removed from svc immediately after removal from the pt. The failure of the equipment was reported to the vendor from whom the equipment was purchased. Dates of use: first use 2008. Reason for use: used for vehicle extraction of pt.